Event description:
Customer reported that he was receiving port issues on his freestyle freedom meter and the meter has not been providing results. He began to experience symptoms of dizziness, vision impairment, weak and fatigue. Customer called an ambulance and was transported to a local hospital. He was diagnosed with hyperglycemia. It is unknown what treatment was administered to stabilize blood glucose levels.

Manufacturer narrative:
This product has been requested for investigation, and a follow-up will be submitted once investigation results are available.